Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 30-jan-2022, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 30-jan-2022, UDI #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Device evaluated by MFR: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a pain in the groin and leg when the stimulation was turned on. Diagnostics were performed in the office by the surgeon¿s staff. There were no external factors reported that could have led or contributed to the issue. The patient went in for a lead revision secondary to the pain related to the position of the wire relative to the s2 nerve root. Upon fluoroscopic of the device it was determined that the position was causing the pain. Subsequently, a new lead wire was positioned away from s2 and in line with s3. The device was turned on post procedure and there was no painful stimulation reported by the patient. It was noted that the battery needed to be replaced because when it was attempted to re-insert the lead wire into the header, the set screw would not re-engage and lock the lead securely. Numerous attempts were made to manipulate the screw but these were unsuccessful. As a result, a new ins was opened. The new ins was placed without issue and the patient¿s incision was closed. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received. The patient reported the doctor initially put the lead wire in upside down. They clarified the lead was facing down instead of up like it should have been. The doctor went in to revise the lead approximately 3 weeks post-implant. They were redirected to their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4), no significant anomalies and that the setscrew was backed out too far. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection, output, telemetry testing, and functional testing. Good, stable out was seen with all electrode pairs when received. The ins passed functional testing. If information is provided in the future, a supplemental report will be issued.